Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the battery compartment was found to be cracked below the bumper pad and on the other side of battery canister. A leak test determined that the battery compartment was leaking. There was evidence of moisture and corrosion found inside of the pump. The returned battery cap was used for investigation. The battery cap was able to tightly secure to the pump. Unrelated to the complaint, the text on the display was found to be dim and pink.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.